Event description:
It was reported during implant that the device battery life prior to implant was 2.95 v, with 1.5 - 2 years longevity. The device was rewarmed and the longevity was still the same. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.